Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Left bipolar hip revision surgery due to periprosthetic fracture of the femur bone. Rep stated this was not an implant issue at all.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as device was not returned for evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts available for review include an undated ap of the left hip demonstrating a left uncemented bipolar hip arthroplasty, which is reduced. The stem is noted to be subsided approximately 2-centimeters with the tip of the stem protruding through the femoral cortex. Another undated ap of the left hip demonstrates an uncemented bipolar hip arthroplasty with a dall-miles cable distal to the lesser trochanter. The hip is reduced and the components are in nominal position. The femur appears intact. Skin staples are in situ. No immediate post-operative primary bipolar hip arthroplasty x-rays are available, there is no mention of the foreign body found in the revision operative report, and there is no examination of the trial components used in the primary surgery to confirm the source of the marker disc found at surgery. The subsidence and penetration of the primary bipolar hip arthroplasty may be the result of under sizing the stem and/or penetration of the femoral cortex during the primary surgery. The residual trial marker found at revision surgery should have been recognized during the primary surgery by examining the used trial and noting the absence of the marker. If the trial was old and multiply sterilized and impacted, this may have contributed to the release of the marker. The size of the marker is incorrectly described as ¿a 3-inch circle¿ in the event description. There is no evidence of faulty component or instrument design, manufacturing or materials being responsible for these clinical situations." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the provided medical information was submitted to a consulting clinician who indicated that the subsidence and penetration of the primary bipolar hip arthroplasty may be the result of under sizing the stem and/or penetration of the femoral cortex during the primary surgery. If additional information and/or device become available, this investigation will be reopened.

Event description:
Left bipolar hip revision surgery due to periprosthetic fracture of the femur bone. Rep stated this was not an implant issue at all.